Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high shock lead impedance (sli). This patient had a competitor right ventricular (rv) lead. The patient was then tested with commanded shocks and the results were normal. Boston scientific technical services (ts) suggested observing the impedance values. The physician will continue monitoring. At this time, this device remains in service. No adverse patient effects were reported.